Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to the low and high blood glucose. The customer experiences low blood glucose level was 32 mg/dl and high blood glucose level was 818 mg/dl. The customer did not experiences any symptoms related to the low and high blood glucose. The customer was treated with the glucose. The insulin pump will not be returned for the analysis.